Event description:
On 12/2/98 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Hemostasis was not achieved with the device, therefore manual pressure was held with control of the bleeding. Immediately following device deployment the pt was noted to have lost his pulses distal to the puncture site. He was taken to surgery where the device collagen was found to have been deployed within the vessel. The device was removed and the vessel repaired. The pt was discharged to home in stable condition later that day. As of 1/21/99 there has been no report to the MFR of further complication or add'l pt sequelae.